Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's cuff was not inflating. The second device had an obvious air leakage of the blue balloon. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination confirms that there is air contained in the tracheal cuff body. No leakage was detected. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.